Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have experienced "pause" of their heart beat "every once in awhile." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced the following symptoms: shortness of breath, lightheadness, fatigue and pain in the implant area when pressed. The ipg was reprogrammed and remains in use.